Event description:
It is reported that the device was implanted in 2006. Post op, x-rays showed looseness and subsiding of the tibial component. The device was revised 7 months later. Upon removal, the cement had debonded from the posterior aspect of the tibial implant. There was still cement adhered to the anterior portion of the implant.

Manufacturer narrative:
Evaluation summary: based on the available information, the cause of the loosening could not be determined. No product or x-rays were returned for evaluation. Device history records indicate manufacture to specification.